Event description:
It was reported that the screen on the programmer was not working properly; it was losing color and there were lines missing. It was additionally noted on the return paperwork that the programmer was unable to be used to program devices. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Event description:
It was reported that the screen on the programmer was not working properly; it was losing color and there were lines missing. It was additionally noted on the return paperwork that the programmer was unable to be used to program devices. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display screen showed vertical lines and that the programmer was unable to program a device and this was attributed to the display flex being torn, and the display flex was therefore replaced. Analysis also found that the system fan and power supply were both noisy and both were replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.